Manufacturer narrative:
Evaluation was completed on 8 november 2005.. The customer reported condition of failure code 812:02 was confirmed. Similar incidents have been received for this product for the reported issue. The number of incidents reported are within the expected level of occurrence for this product. Baxter will continue to monitor similar reports for possible trends.

Event description:
The facility reported a failure code 812:02. The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.